Manufacturer narrative:
The reported event of failure to disconnect was confirmed. The device was returned for analysis. Mechanical and visual analysis revealed that the ventricular setscrew was stripped due to foreign material found inside of setscrew inset, and prevented full insertion of the torque driver, which was the cause of reported event. The setscrew anomaly was consistent with having occurred during the procedure. Electrical test and longevity assessment were normal with no anomalies found.

Event description:
Related manufacturer reference numbers: 2017865-2021-38488. It was reported that the patient presented in clinic for generator change out procedure. During procedure, it was difficult for the pacemaker (pm) header to be disconnected from a lead. The pm was explanted and when attempted to implant a new pm, a piece of hair was found on it. The new pm was not implanted and an alternate pm near at hand was implanted on (B)(6) 2021. Patient condition was stable throughout.